Event description:
Streamline® bloodline set for dialog+® hemodialysis system for b. Braun dialog machines (lot #a2200448). Caregiver was returning blood to patient and the port that connects to the saline line appeared sealed shut, verified all clamps were open but could not get it flowing. No harm to patient, alternative rinse back initiated.